Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
For the first three days, the temperature was not stable. It fluctuated by 0.5 degrees celsius, between 37 degrees celsius and 39 degrees celsius. There was no pt injury. The catheter was extracted on (B)(6) 2011. It was reported that the reason why the surgeon decided to keep the catheter implanted despite the unstable readings of the catheter was "because the temperature sometimes stabilized for awhile. Then it fluctuated all of a sudden. The catheter repeated this cycle." The temperature then stabilized later (date unk) at 37 degrees celsius. A medical engineer at the user facility checked the catheter. No problem was found with the catheter.